Event description:
A family member reported that the up and down arrow buttons were sticking and intermittently unresponsive. In addition, scrolling also occurred when using the up and down arrow buttons on the keypad. The family member also indicated that the patient's doctor cleaned the pump, but he was not sure what was used. The patient wears the pump attached to a belt. Instructions were provided to the patient on how to clean the pump per the owner's manual. The patient was also given instructions to notify the hcp on what the cleaning guidelines are for the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Investigation revealed that the up and down arrow keypad buttons were intermittently responsive. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.